Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Additional PMA/510(k) number ¿k011028/k013227. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the mount could not disengage from the implant leading to fracture of the hex mount body. The small piece remained inside the implant and the implant had to be removed. Another implant was placed to complete the procedure.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One (1) impl tapered scr-v sbm 4. 7mm 4.5mm 10mm (tsvwb10) implant and mount were returned for investigation. Visual evaluation identified that the mount fractured at the hex and damage to the implant identified from the removal process. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing to recreate the reported events could not be performed due to the nature of the devices & events. Pre-existing condition noted on the per was low bone density (type IV). The reported devices were at tooth location 47 and 27 (fdi) and was placed and removed the same day. DHR review was completed for the subject lot number (1249876). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported events, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot numbers for similar events and no other complaint was identified. Review completed utilizing keywords: fracture: mount and does not disengage/release. Therefore, based on the available information, device malfunction did occur, and the reported event of fractured mount was confirmed but the event of does not disengage/release could not be verified.

Event description:
No further event information is available at the time of this report.